Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in b5, the following non-reportable malfunctions were identified: there is play of the bending manipulation and insertion tube due to the elongation of the angle wires/minor dents and scratches on various parts of the device/the adhesive part of the light guide lens show wear, and adhesive on rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing of the evis exera iii duodenovideoscope the elevator does not move in either the up or down direction, movement is completely lost. During testing and inspection of the returned device, it was found that the nozzle was pierced. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to foreign material temporarily adhered around the forceps elevator, not by the subject device. However, the definitive root casue was unable to be determined. The event can be prevented by following the instructions for use which state: "3.3 inspection of the endoscope -inspection of the endoscope 4 inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5 inspect the forceps elevator and the area around the forceps elevator for foreign materials such as debris and fluids, while moving the elevator control lever to raise and lower the forceps elevator. If any foreign materials are observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿. -inspection of the forceps elevator mechanism 3 while observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 5 move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly." Olympus will continue to monitor field performance for this device.